Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the refrigerator door was not latching shut. The field service engineer (fse) replaced the adhesive on the smart remote manager housing. The temperature probe was also replaced, as it was found to be physically damaged. Following these repairs, the unit operated properly and diagnostic testing confirmed that the system was functioning correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not latching shut properly due to misalignment of the box on the pyxis refrigerator door, prevented the door from lock when closed. As a result, the refrigerator had been marked as a failed storage space, and the door remained unlocked and partially open, caused the temperature to continuously fall out of the acceptable range. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.